Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure, when the surgeon was trying to transfer needle laparoscopically with the device, the needle broke in half. Both parts were retrieved by the surgeon and the piece of equipment was placed aside with the broken suture and bagged. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. A visual inspection of the returned product noted the instrument was returned with no blister package with exposed blades, and one blade was partially bent. The beveled walls of the instrument were inspected through a microscope and no witness marks from the needle tip impacting were found. The toggle switch of the instrument was inspected under a microscope and no shearing or deformation were observed around the toggle switch or on the flat pin. Through microscopic inspection the flat pin was found to be properly oriented and no abnormalities were observed for the center rod. The returned instrument was loaded with a test needle from the post marketing vigilance (pmv) inventory and applied to test media. The instrument was found to function properly and test needles remained intact. Difficulty was experienced in loading, unloading or toggling the test needles in the returned devices. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition; therefore, a review of the device history record was not performed. A definitive root cause could not be determined with regard to the reported condition. However, probable cause could be attributed to bent/deformed metal blades which would prevent proper interaction of needle with jaw component of device. The metal blades could have been bent/deformed during return shipping to the investigations laboratory as the device was not returned in appropriate blister package, return kit or with the metal blades retracted. Metal blades could also be bent during use where the device is subjected to excessive manipulation or an leveraging force. If information is provided in the future, a supplemental report will be issued.